Manufacturer narrative:
Results: hydraulic rod side hose.

Event description:
It was reported by service report that the rod side hose is leaking on the cot. No patient involvement or adverse consequences are reported.